Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a mitraclip xtw, while establishing final arm angle (efaa), it was observed that the clip continuously opened from roughly 20 degrees to roughly 25 degrees. Troubleshooting was performed, and efaa was established. However, the physician decided to not use the clip and replace it. There was no clinically significant delay in the procedure.